Event description:
It was reported that case of the mobile power unit (mpu) was cracked, there was a break on the underside and other wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of exterior damage was confirmed during evaluation of the returned mobile power unit (serial number (B)(6)). The mpu was evaluated at the european distribution center (edc) and damage was observed to the bottom cover and serial number label. Despite the observed damage, the unit was found to function as intended. The bottom cover of the unit could not be replaced, as it would require replacing the unit¿s label. The mobile power unit was scrapped. The root cause of the observed damage could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Instruction for use (rev. B) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section e, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.